Manufacturer narrative:
On 03 july 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: no residual traces of the cement are present on the distal surface of the baseplate. It is something usual for the explanted tibial baseplate, since the cement is a filler and not an adhesive. The finishing of the distal surface is glass beads blasted to improve cementation. Degree of finishing of the explanted component seems to be in compliance with the specifications required. No elements that lead us suppose that the event is related to a faulty device are present.

Manufacturer narrative:
Batch review performed on 11 april 2017. Lot 148738: (B)(4) items manufactured and released on 15 april 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet explanted.

Event description:
Knee revision scheduled due to loosening of the tibial component.

Manufacturer narrative:
Additional information received on 19 april 2017 and includes: the revision for patient went ahead as planned on (B)(6) 2017. The tibial loosening was confirmed and therefore the tibia and insert were removed and replaced with a cemented revision baseplate with stem and augments and an insert matching the femoral component. The femoral component was perfectly intact and not touched. On 28 april 2017 the medical affairs director performed a clinical evaluation and commented as follows: knee revision surgery occurred 1 year after primary cemented tka. According to the report, the tibial component was mobilized. Despite poor quality of the x-ray provided, the cement mantle seems incomplete and rather uneven, which leads to think that an undetected problem may have occurred during cementation phase. A lateral x-ray was not provided; a final assessment of the root cause for this failure is not possible with the elements at hand but there is no reason to suspect a malfunctioning device. Not available.